Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen would intermittently lock out during customer interaction. There was no known impact to the customer's blood glucose level. The customer declined to provide further information.